Event description:
Damage to the pump housing around the usb port was reported, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to return the damaged pump with a pre-paid label within ten days, after placing it in storage mode. The customer comprehended and agreed to these actions.